Event description:
A customer from (B)(6) notified biomérieux of false resistant oxacillin results for a staphylococcus aureus isolate in association with the vitek 2 ast-p596 test kit (ref. 22297, lot 3761051403). The results were oxacillin resistant (mic >=4) and cefoxitin screen negative with the first test only. Repeat testing obtained (B)(6) and cefoxitin screen (B)(6). The customer did not indicate that any alternate testing method was performed. There is no indication or report from the laboratory or treating physician(s) that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false resistant oxacillin results for three (3) staphylococcus aureus isolates in association with the vitek 2 ast-p596 test kit (ref. 22297, lot 3761051403). For each isolate tested the results were oxacillin resistant (mic >=4) and cefoxitin screen negative with first test only. Repeat testing obtained oxacillin susceptible and cefoxitin screen negative. The customer did not save the strains, so they were unable to be submitted for investigational testing. Strain submittal is required in order to confirm a vitek® 2 discrepancy compared to the reference method(s). Global customer service (gcs) reviewed complaints related to lot 3761051403 and did not identify a trend for this lot. Ast-p596 lot # 3761051403 met final qc release criteria. This lot passed qc performance testing.